Event description:
It was reported that a transfer set separated from a titanium adapter while the home patient (hp) was using a homechoice (hc) device during dwell four of four. The technical service representative (tsr) advised the caregiver (cg) to end therapy and walked the cg through the procedure. The cg stated that the home patient (hp) was given antibiotics as a precautionary measure. During follow up, the registered nurse (rn) stated that they did not see anything wrong with the titanium adapter or the transfer set. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.